Event description:
In 2009, patient and his wife reported that the infusion tubing became disconnected from the infusion device while in run mode causing high blood glucose. Patient requested assistance priming his infusion tubing. Patient stated he did not know what caused the infusion tubing to loosen from the infusion device nor did he know how long he had been disconnected from the infusion device. He confirmed that the luer locked into place when originally attached to the infusion cartridge. Patient reports he tested his blood glucose while on the phone with a result of 427 mg/dl. He reconnected the infusion tubing to the infusion device and primed. Advised him to use new infusion tubing. Patient stated he would do that later today after the call. He completed the prime, connected the infusion tubing to his infusion site and placed the pump in run mode. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product for evaluation.